Event description:
Boston scientific was notified that the gdc coil was broken after it was pulled in and out several times. It was possible to retrieve the gdc coil with the catheter. No additional intervention was required. The patient's post-operative status was good.